Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation abrasions at 30.6 cm - 31.0 cm and 41.5 cm - 42.6 cm from the connector pin. The abrasions were consistent with constant friction to another implantable device. (B)(6).

Event description:
This report is to advise of an event observed during analysis.